Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, a (B)(6) female child patient experienced high blood glucose level due to a crimped cannula, the symptoms/issue were noticed within three hours of insertion. Further, they tried to treat the issue with a bolus via the pump. At the time of the event, her blood glucose level was 539 mg/dl. Consequently, on (B)(6) 2022, she went to the hospital as she had high ketones. Moreover, her health care professional assessed the ketone level as dangerous and life threatening. She stayed in the emergency room for 5 days. The infusion set had been used for one and a half day. During hospitalization, she was administered fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. Moreover, on (B)(6) 2022, she was released from the hospital and had no permanent damage. Furthermore, she had crimped cannula issue on (B)(6) 2022 and (B)(6) 2022 and the symptoms/issue were noticed within three hours of insertion. Reportedly, they tried to treat with a correction bolus and correction injection. The infusion set had been used for a few days. Moreover, they replaced the infusion set and resumed insulin successfully. No further information available.